Event description:
Patient with previous history of chronically infected heartware device, exchanged to heartmate due to thrombosis, was admitted for a second hospitalization needed to treat a chronically infected heartmate 3 device (4 total lvad related infections requiring hospitalizations). Patient completed a 12 week course of vancomycin only 5 weeks prior to this hospitalization, and had been maintained on doxycycline suppression in the interim. Cultures now growing: mrsa, enterobacter and proteus. Patient required surgical incision and drainage (I&d). A plastic surgery team was additionally consulted to assist in closing the surgical wound area. The current infection now involves the central components of the lvad (pocket/device area). Patient was discharged home with vancomycin and zosyn, however, he returned with new abscess formation in the subxiphoid region. Patient underwent another I&d and was discharged home with vacuum-assisted (vac) dressing and vancomycin/zosyn.